Event description:
Per a report from the legal department the patient had an initial right knee replacement in (B)(6) 2018. Approximately 4 years and 8 months after the initial surgery, the patient had a right knee revision on (B)(6) 2022 due to accelerated and preventable wear. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Event description:
Additional information received via legal department - revision report of (B)(6) 2022 for failed right total knee replacement secondary to wear of the bearing surface. The patient began to experience swelling, pain, and knee stiffness. The synovial fluid in the preoperative period was analyzed; it was consistent with a reaction to polyethylene debris with very high lymphocyte-monocyte count. At surgery there was exuberant synovial expansion to a moderate degree. The polyethylene showed surface scratching and the surface had the appearance of being oxidized. Sterile dressings were applied; the patient was awakened and taken to the recovery room in stable condition. There were no complications during the surgical procedure. No additional information is available.

Manufacturer narrative:
Pending investigation correction - f10-should be blank.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6. The following sections were corrected: h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.